Event description:
It was initially reported the patient developed a pocket infection and the device and leads were removed. Blood and device system cultures came back (B)(6). The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.